Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple beeps from the controller indicting battery disconnect despite securely connected and charged batteries. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed visual examination and functional testing. Failure analysis of returned battery revealed that the battery passed visual inspection. Functional testing revealed that the battery was inoperable; the battery was unable to charge or provide power. Testing revealed that the battery had several flags enabled. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the flags. An attempt to reset the flags was unsuccessful, indicating that the main gas gauge integrated circuit was faulty. A review of the log files revealed several momentary disconnections involving the battery within analyzed period. Momentary disconnection will result in an audible tone or beep. As a result, the reported " battery not charging" and "beeping" events were confirmed. The most likely root cause of the reported not charging event can be attributed to a faulty integrated circuit that controls the battery.an internal investigation investigated faulty gas gauge integrated circuits within the battery. T he most likely root cause of the reported beeping event can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: (B)(6) expiration date: 30-sep-2108 UDI (B)(4) d10: yes, 03-apr-2018 h4: mfg date: 30-sep-2107 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 method code(s): 10, 4112 h6 result code(s): 120, 3213 h6 conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.